Manufacturer narrative:
Evaluation results: one fluid warming level 1 trauma fast flow systems h-1200 was received device in good condition. The device was manufactured in 2013. The original device history review (DHR) is no longer applicable as the device was manufactured in 2013. The results of the investigation do not implicate a service process. The user alleged that there was no flow, and that no alarms were activated. The user tried troubleshooting the device by replacing the water and powering it on and off several times. This troubleshooting measure was taken to no avail. The device was plugged into a 115v outlet. The device was then powered on and there was no sign of it turning on. The back cover was subsequently removed for further investigation. A crack was observed in the return tube which had leaked water, and damaged multiple internal components. The user's complaint was confirmed through this functional testing. Following the confirmation of the product problem, the main pcb part number was replaced. The return tube, was also replaced. The temperature of the device was then measured. The measured temperature was 41.7 degrees which was within tolerance. The device was confirmed to have passed all functional and electrical tests.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had no flow and no alarms. The reporter also noted they attempted to troubleshoot the issue by replacing the water and turning the device off and on several times. No adverse effects were reported.